Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: no cs 070 call service alarms observed in the bb or alarm histories. During investigation of the returned pump, ¿cs69¿ alarm occurred at power up. The pump was unable to recover from cs69. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The motor flex was seated appropriately and secured in the connector. Unable to adequately investigate cs 070 call service alarm issue. No battery cap returned with the pump. A test battery cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.